Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during tka surgery, after cementing of the prostheses the genesis ii ps insert size 3-4 9mm was placed, but it did not fit perfectly in the dove tail of the baseplate. After every attempt the insert was checked for damages but nothing could be found. After three attempts, a new insert from smith and nephew was used to complete the procedure. The procedure was finished with a surgical delay of less than 30 minutes and no injury to the patient.